Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted. No unexpected audio or vibrate alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump switches off without reason or alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.